Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was removed and replaced due to connector failure. On change out, the two pacing leads, 5076 and 4968, were replaced due to change from an abdominal to a right sided system. There was high impedance on the 6172 defib leads, they were removed and replaced. No patient complications have been reported as a result of this event.